Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) and usm2. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of usm1 and usm2.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on the universal surgical manipulator (usm2) causing it to be unresponsive. The technical support engineer (tse) inquired if the usm had proper clearance and the customer confirmed it did. The tse then walked the customer through a hard power cycle and emergency power off on the patient side cart (psc) but the issue returned. The customer then pressed the port clutch button and moved the usm2 away from the other usms and disabled the usm2 as the error remained. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received universal surgical manipulator (usm2) and evaluated by the failure analysis (fa) team. The reported 23008 error was confirmed and replicated. In system log, the 23008 error was found indicating pot to encoder fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system and no errors related to the reported event occurred. The unit was then installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed agc current and sensors check. A gold yaw searchlight printed circuit assembly (pca) and searchlight flat flex cable (ffc) were installed and the unit passed agc current but continued to fail sensors check. The yaw searchlight and the axes controller pcas were found to be the root cause of the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported errors were confirmed and replicated. In system logs, the 40084 and 23008 errors were found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 25730 error was triggered indicating communication fault on the usm, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where fiber test and sensors check were found to be failing on the clock-spring, parallelogram fiber assemblies, and yaw searchlight assembly. Once testing was completed, the clock-spring fiber, parallelogram fiber, and yaw searchlight printed circuit assembly (pca) were applied behavior analysis (aba) tested and verified to be the source of the fault. The clock-spring fiber, parallelogram fiber, and yaw searchlight assemblies are the root causes of the reported event.

Event description:
Refer to h11 for follow-up information.